Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery even after multiple infusion set changes. The customer¿s blood glucose was 215 mg/dl at the time of incident. Customer stated that the insulin pump had a high pitched constant tone and the screen was frozen. Customer also confirmed that time was not advancing. Customer also reported multiple cracks across the insulin pump display. Customer also reported that the insulin pump would not turn on. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump was received with smashed lcd glass. Constant tone due to faulty mother board. Unable to confirm excessive no delivery alarm, button/keypad anomaly, frozen screen or perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to damage lcd glass. Pump had missing display window, broken off end cap, broken case near end cap and missing end cap sticker.